Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one concerto coil would not able to detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported the physician attempted two times to the detach first concerto coil with using instant detacher and two times with manual detachment method but the coil did not detach. Reported device and any accessory devices were prepared as indicated in the IFU. The continuous flush administered during the procedure.